Event description:
It was reported to medtronic minimed that the customer experienced alarm-a367-pump error 81: the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was declined. The customer reported receiving a pump error 81. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the active current measurement, sleep current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No pump error 81 alarm noted during testing. Successfully downloaded history files and traces using thump. The pump downloaded history confirmed the pump alarmed pump error 81 (line number 393 file number 16) on (B)(6) 2025 18:57:48.000, pump error 82 (line number 578 file number 121) on (B)(6) 2025 18:57:48.000, pump error 63 (line number 147 file number 2017) on (B)(6) 2025 10:22:47.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and cracked battery tube threads. The p-cap/reservoir does lock properly. Pump passed functional testing. Pump error 81, pump error 82 and pump error 63 was confirmed in the pump history due to a moisture damage to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.